Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic stuck in cartridge. Additional information has been requested that event occurred during priming and there was no patient contact.